Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and they did not take bolus. The customer¿s blood glucose level was 290 mg/dl at the time of the incident. Customer stated insulin pump had power error detected alarm. Customer was unable to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the notification light stopped did not flashing immediately. Troubleshooting was performed. The insulin pump will not be returned for analysis.